Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
The customer reported spo2 probe stopped working. Pulled out of service, clinician unable to troubleshoot. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the reported failure was confirmed. The device failure was found to have been caused broken trace inside the rd15 connector, causing open detector circuit. During analysis, the sensor was confirmed malfunctioning. No audible or visual alarms. A service history record review reveals that this unit was in the field for over eight (8) months with no previous reported issues related to this reported event. Corrected data:. UDI#: (B)(4).